Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was driving and pulled over due to experiencing symptoms of hypoglycemia. It was indicated that a police officer showed up and called 911 and when emergency medical services (ems) arrived, they tested the patient's bg values and it was in the 30's mg/dl. When the patient was at the emergency room (ER), the hospital personnel tested the patient's bg value and it was 36 mg/dl, while the cgm was showing 114 mg/dl. The hospital personnel provided the patient with glucose via intramuscular (im) and via inhaler. It was reported that the patient had taken alka-seltzer at about 10:00-10:30 am the night before. At the time of contact, the patient was still in the ER recovering. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. It was reported that the patient was taking medication containing acetaminophen. Dexcom labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. It was reported that, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.